Event description:
In collaboration with depuy synthes together with bronson methodist hospital a retrospective data collection was performed on patients who received locking compression plates. Dates are not included in the data due to privacy restrictions. Patient # 10: 51-year-old male was implanted with lcp metaphyseal plates 3.5 (223.406) in ankle with dps screws (unknown quantity) with no adjunctive fixation device. Post-operative complication: infection experienced 12 weeks post-op related to both synthes device and procedure. Treatment: surgical treatment for I&d and hardware removal of plate and screws performed 12 weeks post-op. Outcome: recovered/resolved. This report is for one unk - screws: trauma for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.